Event description:
It was reported that the programmer analyzer port was not working. It was also reported there was an analyzer and computer issue. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and it was found that the programmer powered up with a system error. (B)(4): the analyzer was analyzed and no anomalies were found.